Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: review of the black box data did not reveal any records suggestive of short battery. There were multiple replace battery alarms recorded on (B)(6) 2017 life with motor post-delivery error. Moisture ingress was confirmed on the display screen inside the pump. The returned battery cap fit to the pump securely for testing. The powered on and alarmed with a replace battery alarm during the rewind step. Further investigation of the short battery life allegation was not possible. Leak testing failed due a leak in the battery compartment at the site of a battery compartment crack and further moisture ingress was found inside the pump on the continuous glucose monitoring unit and the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture corrosion behind the display and a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.